Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had left knee replacement on (B)(6) 2013. They had left knee revision on (B)(6) 2023, approximately 9 years 11 months after their initial procedure. The patient presented with moderate effusion with significant joint laxity. There was found to be delamination of the polyethylene but no evidence of prosthesis loosening. There was femoral debonding. There was osteolysis in the medial tibia. The patella was found to be well fixed and left in place. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Correction: upon investigation this has been discovered to be a duplicate case, all new/additional information will be appropriately processed and reported under MFR# 1038671-2023-00891.